Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a full revision surgery on (B)(6) 2012, due a lead discontinuity. The lead impedance after surgery was noted to be "ok". Attempts were made for the return of the explanted devices but they were discarded by the hospital.

Event description:
Additional information was received on (B)(4), 2012 when the surgeon's nurse reported that the patient was seen on (B)(4), 2012 and the surgeon prescribed an anti-inflammatory medication for 6 weeks and then will turn off the device if that doesn't work. The patient reported to the neurologist that he is still having the choking sensation. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2012, a vns patient reported that the previous weekend he had become violently ill for the day and was throwing up all day. The patient indicated that the whole family had stomach flu at the time. He said that for the last week, he has begun feeling the stimulation differently in his throat and a choking sensation. He said that he is having 3-4 seconds of choking in the throat area, but is worse when he puts his chin to chest or ear to shoulder. He said that when he is stretching or during physical activity, the throat tightening will occur on the left side of his throat for one second, then move to the right side for one second and then move to the center of throat for one second. The physician indicated that he is having the patient come in for diagnostics on (B)(6) 2012. The patient is concerned he damaged the device when he was vomiting violently during his illness. On (B)(6) 2012, the patient was seen by the physician and system diagnostics and normal mode diagnostics revealed high lead impedance, both with output=limit/lead impedance=high/dcdc=7/eri=no. The patient's device was not disabled and the patient was referred for surgical consult. The neurologist did not perform x-rays and said he would let the surgeon decide on performing them. The physician thinks that the high lead impedance is likely related to the vomiting since previous diagnostics were within normal limits on (B)(6) 2012. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury or death.